Event description:
The issue occurred during preparation / inspection prior to use. The inspection was finished using another device.

Manufacturer narrative:
E1 - postal code (complete): (B)(6). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, e1 (postal code), h2, h6 and h11. Corrected fields: correction to g3 of the initial medwatch. The aware date should be 06/11/2024. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a probable cause was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope field of vision was blurred and dark after the endoscope was connected. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.